Event description:
The customer experienced a loss of the live image. There is no report of pt injury or death.

Manufacturer narrative:
A ge rep evaluated the system and repaired the monitor power cord. The system operates as intended.